Manufacturer narrative:
B5: additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer representative is "unable to say for certain if there was truly any inaccuracies regarding the equipment used or if it was an issue developed elsewhere during the surgery' also asked the surgeon the same question, and he was ¿unsure.¿ "

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the local representative (rep) was unable to say for certain if there was truly any inaccuracies regarding the equipment used or if it was an issue developed elsewhere during the surgery.

Manufacturer narrative:
No products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the doctor was doing a l3-l4 fusion with l3-4 bilateral revision laminectomy and discectomy left l3-4. The doctor placed the spinous process clamp on l3 and did an initial spin. He then went to place pedicle screws beginning with the left l3 pedicle, then second doing the left l4. The doctor used the passive planer probe to get the trajectory of the tap first, then used a 5.5 awl tip tap to tap into the pedicles. After he used the pedicle probe to check the walls of the pedicles for any breaches, he then placed his screws, both of them looking fine. After those two screws on the patient's left side were in, he then began the prep work for the screws on the right side. When using the 5.5 awl tip tap, he tapped the right l3 pedicle, and when he went to use the pedicle probe to check the walls of the pedicle, he felt as though he was out laterally, so he checked the tapped area with the navigated passive planer probe. The navigation system confirmed a lateral trajectory for the path of that screw. The doctor then physically moved to the patient's right side and proceeded to redirect his screw path. The doctor felt as though the navigation system/imaging system were "off" and not showing an accurate view. Then he moved on to the pedicle of l4 on the right. He used the same tap to tap the hole, and when placing the screw the screw looked more lateral then the tap according to the physician. The doctor was asked to make sure the screw driver was tightened down on the screw, and to check for soft tissue being in the way/ pushing up against the driver and he proclaimed all steps were taken care of. The doctor removed the screw after advancing it half way through the pedicle, checked it with the pedicle probe, and stated it felt fine and did not breach any walls, but claimed the navigation system "was off." After placing the fourth and final pedicle screw in l4, we took an ap and lateral image with the imaging system and all screws looked to be in the proper positions. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that it was unknown if there were truly any inaccuracies regarding the equipment used or if it was an issue developed elsewhere during the surgery. The suspected cause was not identified. Due to the many possibilities of what it could be, the surgeon just issued a statement saying the equipment was showing inaccuracies, but could not confirm what the cause could be.